Manufacturer narrative:
The device was returned assembled. Examination of the proximal-side of the outlet stator revealed a large, adhered, tissue-like deposition surrounding the bearing ball. The areas of denaturation suggest that the deposition was present while the device was supporting the patient. Although the origin of the deposition as well as the duration of time for which it was present in the pump could not be conclusively determined through this evaluation, it could have contributed to the patient¿s elevated lactate dehydrogenase level due to hemolysis. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed and no abnormalities were found. Electrical continuity testing of the returned portions of the lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced gastrointestinal bleed was reported under medwatch fmr report# 2916596-2017-00637. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 9 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for a gastrointestinal bleeding, and that anticoagulation was reversed and then restarted once the patient stabilized. The patient then experienced heart failure symptoms with shortness of breath, dizziness, and elevated lactate dehydrogenase (ldh). The patient's pulse and blood pressure were elevated, and the ldh greater than 2000 u/l. A 2d echocardiogram was performed and revealed aortic insufficiency and significant mitral regurgitation. A CT angiography was performed to rule out lvad thrombosis. No acute pathology was noted on the cta. The ldh continued to rise and the pump speed was increased without the expected left ventricle off-loading. The patient underwent a pump exchange on (B)(6) 2017.